Event description:
It was reported that the customer had an urgent care visit due to high blood glucose of 559mg/dl. It was stated that the customer was getting no delivery alarms. Troubleshooting was performed. It was stated that the reoccurring alarms happened during basal. Performed a fixed prime test and the insulin pump did not deliver the insulin properly. Advised the customer to verify that the connection is secure and insulin is within expiration date. Assisted the customer with rewinding and priming the device, and it did deliver successfully. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.